Event description:
The facility reports two care assistants were attempting to bathe the patient when the chair detached from the hoist. The patient fell to the floor, injuring back and cracking knee joint. The patient's injuries required 10 days hospitalization.